Event description:
The pt received the scs system which included two leads from the same lot (one cervical and one thoracic). It was reported the pt was only receiving stimulation on her right rib. Reprogramming eliminated the rib stimulation and provided effective stimulation to both upper extremities. It was discovered that the thoracic lead was not providing any stimulation. X-rays revealed the lead is anterior. In addition, low impedances were identified. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.